Manufacturer narrative:
Additonal information: h10: the release documentation for instrument pn: nat-024 and instrument serial number (B)(4) was reviewed and the instrument met all release criteria. Upon receipt at abbott diagnostics scarborough, the instrument was sent to the systems group for further investigation. Instrument was plugged in and power applied. The led blinked once and powered off. The instrument will no longer power on. Internal inspection revealed a failure of c85 on the baseboard shorting out the 12vdc input. The root cause of the customer's complaint is a failure of the c85 capacitor shorting due to a voltage spike above its rated voltage. The smoking of the instrument is the result of the thermal destruction of the capacitor. In conclusion, the customer's returned instrument was verified to have a short when tested at abbott that may have caused smoking when tested at abbott diagnostics scarborough. The product will continue to be monitored and tracked.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. The device has been returned to the manufacturer.

Event description:
The customer reported smoke coming out of the ID now instrument on (B)(6) 2021. Per the customer, the instrument was not being used when the event occurred. Per the customer, no one was harmed due to the incident and the instrument was taken out of service.